Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during advancement of a stent through the microcatheter, the physician "felt a crunch" and the microcatheter appeared to have broken approximately 50cm from the hub. The stent was removed along with the proximal portion of the microcatheter. The distal segment of the microcatheter was trapped and retrieved with a scepter balloon. There was no reported patient injury.